Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg as recommended and ipg possibly deemed inoperable. Troubleshooting was attempted to no avail. As a result, surgical intervention maybe undertaken at a later date to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken to have the ipg explanted and replaced. Reportedly, effective therapy was restored.